Event description:
On (B)(6) 2025, the patient sought medical attention at the emergency room (ER) while wearing his pod due to high glucose levels for over 12 hours, reaching 442 mg/dl. He took seven correction boluses in 12 hours but continued to experience nausea, vomiting, and shortness of breath. Diagnosed with hyperglycemia and diabetic ketoacidosis (dka), he was treated with intravenous fluids and an insulin drip. The patient changed his pod site on (B)(6) 2025, but his glucose levels rose significantly afterward. The pod site was reddened and wet with insulin when removed in the ER. The pod was discarded. The patient resumed using omnipod 5 on (B)(6) 2025 and was discharged on (B)(6) 2025, still feeling tired. The patient did not acknowledge any alarms on his omnipod 5 app and had difficulty confirming the cannula's insertion. The pod was worn between 24 and 36 hours on the leg.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.